Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 3093-28, lot#: va0mp87, implanted: (B)(6) 2014, product type: lead. Product ID: 3093-28, lot#: va0lg0p, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's leads were out of place and not connected and that the weren't receiving therapy since about 2 years ago. The patient was working with their doctor to have their ins and leads replaced. No further complications reported.